Event description:
It was reported that the intraocular lens (iol) was observed with a bent/broken haptic after it was partially inserted into the patient's left eye. Customer indicated that the iol was removed and replaced with a back up lens (same model and diopter) to complete the surgery. No further information is available.

Manufacturer narrative:
Weight and ethinicity: unknown, information was asked; however it was not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and haptic damage was observed. No further issues were identified. The complaint issue delivery issue could not be confirmed. The complaint issue haptic damage could be confirmed; however this may be attributed to handling while being implanted. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, was not related to this complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.